Event description:
It was reported by service report that the jack could not pump up due to an inoperable pump pedal. No patient involvement or adverse consequences were reported. See scanned page.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device eval: an embolectomy catheter was returned for analysis. The stopcock is detached from the balloon inflation lumen extension line tubing. The stopcock and tubing were examined microscopically. Adhesive was present on the end of the stopcock. A ring of adhesive residue remains on the tubing which indicates that the tubing had been inserted approximately 16mm into the stopcock prior to separation. The device history records for the catheter were reviewed with no findings relevant to this complaint. The catheter is purchased from a supplier. The supplier stated that all catheters are inspected using pull tests of stopcocks and balloons. The supplier also confirmed that there were no recent changes to the product or mfg processes. The reported complaint of stopcock separation from the embolectomy catheter was confirmed based upon visual inspection of the returned sample. Adhesive residues on the sample confirm that the tubing had been fully inserted and bonded to the stopcock. The evidence suggests that excessive tensile force was applied to the stopcock assembly. Based upon these findings, the potential cause is procedure related.